Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal pelvic floor. It was reported that the patient had a transient ischemic attack (tia), difficulty breathing, difficulty swallowing, numbness no right side, pain, tingling burning stimulation sensation from her back to bladder. The patient is used to having stimulation down her leg but stimulation went up to the chest and felt tingling everywhere. The patient stated that they had red eyes and headaches. A cat scan was performed and the patient felt pain during the scan and her left arm became swollen, and still has bruising from it. The patient tried to turn the implantable neurostimulator (ins) off, but still felt stimulation. The patient was instructed to turn their stimulator off and lower all programs to 0 v. The patient had a loss of therapy and that they are leaking. The patient met with a representative to attempt reprogramming and noted that they had pain in the area of the leads.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.